Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and genital haemorrhage ('heavy abnormal bleeding') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain") and menorrhagia ("menorrhagia"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe cramping"), vulvovaginal pain ("vaginal pain"), back pain ("back pain") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (hysterectomy with bilateral salpingoophorectomy.). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, genital haemorrhage, pelvic pain, abdominal pain, abdominal pain lower, menorrhagia, vulvovaginal pain, back pain and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, device dislocation, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain and vulvovaginal pain to be related to essure. The reporter commented: received treatment for migration, bleeding, pain. On (B)(6) 2015 forced to undergo one or more surgeries to remove one or more of the essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2014: bilateral occlusion. Most recent follow-up information incorporated above includes: on 13-nov-2019: pfs received. New events: back pain, dysmenorrhea (cramping) were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation(fallopian tube)'), embedded device ('reveal embedded left essure into the uterine myometrium'), device expulsion ('migration,migration of essure device location of device: uterus') and genital haemorrhage ('heavy abnormal bleeding') in a 39-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included delayed period on (B)(6) 2013, birth control from 2005 to 2013, gastroesophageal reflux, labile hypertension, obesity, sleep apnoea syndrome, tobacco abuse, coronary heart disease, cardiac valve disease, dyspnoea, lower extremities weakness of, diaphoresis, chest pain, chest discomfort, myocardial perfusion scan, cholesterol levels raised, coronary disease, gastroesophageal reflux, drug hypersensitivity, anxious depression, withdrawal bleeding irregular, premenstrual dysphoric disorder, colposcopy, pap smear abnormal, delayed period, cesarean section, breast reduction and mass. Previously administered products included for an unreported indication: depo-provera and medroxyprogesterone. Concurrent conditions included gerd since 2005, anemia, fibroids, menses irregular with excessive bleeding, premenstrual dysphoric disorder, insomnia and dizziness (complains medication causing of prozac). Concomitant products included omeprazole (prilosec) since 2005. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain ("pelvic pain"), menorrhagia ("menorrhagia") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), 5 days after insertion of essure. In 2014, the patient experienced abdominal pain ("abdominal pain"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe cramping"), vulvovaginal pain ("vaginal pain"), back pain ("back pain") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (hysterectomy (full) and salpingectomy (bilateral removal of fallopian tubes), hysterectomy with salpingectomy (bilateral removal of fallopian tubes) and hysterectomy. (Full),salpingectomy. (Bilateral)). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, embedded device, device expulsion, menorrhagia and back pain outcome was unknown and the genital haemorrhage, pelvic pain, abdominal pain, abdominal pain lower, vulvovaginal pain, dysmenorrhoea and vaginal haemorrhage had resolved. The reporter considered abdominal pain, abdominal pain lower, back pain, device expulsion, dysmenorrhoea, embedded device, fallopian tube perforation, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: received treatment for migration, bleeding, pain. On (B)(6) 2015 forced to undergo one or more surgeries to remove one or more of the essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: result: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 21-nov-2019: plaintiff fact sheet and mr received, new reporter, patient demographic information ,concomitant condition ,historical drug ,lab data ,concomitant medication essure stop date, new events embedded device, abnormal bleeding (vaginal, menorrhagia),perforation (fallopian),event outcome were added and event migration updated to migration of essure device location of device: uterus. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and genital haemorrhage ('heavy abnormal bleeding') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain") and menorrhagia ("menorrhagia"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe cramping") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (hysterectomy with bilateral salpingoophorectomy.). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, genital haemorrhage, pelvic pain, abdominal pain, abdominal pain lower, menorrhagia and vulvovaginal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, device dislocation, genital haemorrhage, menorrhagia, pelvic pain and vulvovaginal pain to be related to essure. The reporter commented: received treatment for migration, bleeding, pain. On (B)(6) 2015 forced to undergo one or more surgeries to remove one or more of the essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2014: bilateral occlusion. Most recent follow-up information incorporated above includes: on 21-oct-2019: pfs received: new events: migration and menorrhagia were added. Essure indication, insertion date and removal date were added. Patient date of birth were added. Lab data and new reporter were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (on (B)(6) 2015 forced to undergo one or more surgeries to remove one or more of the essure). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.